Manufacturer narrative:
Additional relevant information will be provided when the device evaluation is completed.

Event description:
It was reported that during the surgery, the set screw hex inside the rod inserter was stripped. Pieces of the set screw are broken off.